Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 04/16/2010, 04/19/2010, and 05/04/2010 by phone, fax, and mail. A completed questionnaire has not been received. Medical records received on 05/12/2010. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): "smokey vision" (vision, impaired). Product problem(s): "none reported" (no information [iol intraocular lens) implant]). A consumer reported that following bilateral intraocular lens (iol) implant surgery, she had smokey vision. Medical records were requested and received. According to the medical records, the patient had a history of ocular hypertension, dry eye syndrome, and dermatochalasis (pre-existing). The consumer had noted prior to surgery that her vision was like "her glasses are dirty" and there were shadows around letters. According to the medical records, the consumer's intraocular pressure (iop) was elevated at 22 mmhg before her iol implant surgery. Following the implant surgery, the consumer reported a foreign body sensation and blurry vision. Her iop was noted to be 42 mmgh and medications were started. A loose suture was noted one week following implant surgery. The consumer continued to experience foreign body sensation and also blurry vision. At approximately five weeks postop, a suture fragment was noted and medications started. The consumer continued to experience vision that was out of focus and blurry. In (B) (6) of 2008, posterior capsule opacification (pco) and a posterior vitreal detachment with floaters were noted on examination. The consumer also reported photophobia at this time. A yag laser procedure was performed to treat the pco. The consumer continued to experience blurry visual acuity. She described her vision as "looks like smoke". She also reported experiencing flashes, glare, floaters, and shadows when reading. According to the medical records, the surgeon felt the blurry visual acuity was secondary to eye dryness and her foggy/smokey vision was secondary to floaters. The consumer elected to have the iol exchanged for a different model. A vitrectomy was performed at the time of the iol exchange. Additional information has been requested. There are three medical device reports associated with this event. This report is for the initial lens, right eye.